Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on (B)(6) 2013. Pinnacle lite implant was also implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Device 1 of 2. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery under general anesthesia for the following purpose: to treat recurrent prolapse and rolled up ball of mesh in the rectovaginal septum.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on (B)(6) 2013. Pinnacle lite implant was also implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Device 1 of 2. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery under general anesthesia for the following purpose: to treat recurrent prolapse and rolled up ball of mesh in the rectovaginal septum.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06684.

Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on (B)(6) 2013. Pinnacle lite implant was also implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Device 1 of 2. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery under general anesthesia for the following purpose: to treat recurrent prolapse and rolled up ball of mesh in the rectovaginal septum.